Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Investigation findings: 1. Complaint history: first complaint (jan 2025): significant paper debris attached to catheter. Second complaint (sep 2025): minor paper scraps on pouch, less severe than first incident. 2. Sample & site inspection: retained samples: 2 out of 13 showed minor paper scraps; no major accumulation. Workshop inspection: noticeable reduction in paper debris around equipment since first CAPA. 3. 5m1e root cause analysis: man: all packing staff trained and compliant with inspection protocols. Machine: ybz003 blister packing machine used. No equipment faults; parameters within spec. Blade wear after ~2 months caused increased paper scraps. Material: issue due to mechanical cutting, not material quality. Method: sops were clear and followed; blade wear not detected early. Environment: no changes. Measurement: final inspection records showed all products passed. Root cause: premature blade wear on ybz003 machine during apr¿may 2025 led to increased paper scraps during pouch cutting, which transferred to the product. Corrective & preventive actions (CAPA) implemented: blade replacement: shifted from fixed 3-month cycle to dynamic + scheduled replacement. Inspection protocols: 100 percent inspection for foreign particles. Dust control: suction devices installed. Training: reinforced for packing staff. Ongoing improvements: differentiated blade cycles: adjusted per machine usage (e.g., ybz013 to monthly). Proactive monitoring: operators report scrap increase immediately. Customer communication: enhanced feedback loop and transparency. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005471919.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.

Event description:
End user states "white paper particles/ dust in boxes and gets on catheters if he opens them." This emdr covers the unknown number of catheters associated with the defect.